Manufacturer narrative:
H.6. Results code 1: corrected from 3221 to 213. A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met.

Manufacturer narrative:
Added h.6. Device code 1: 3026.

Manufacturer narrative:
PMA/510(k) #: p050006. (B)(4). The gore® cardioform asd occluder instructions for use note that removal of the occluder should be considered if the selected occluder allows excessive shunting.

Event description:
It was reported the physician implanted a 44 mm gore® cardioform asd occluder to close an atrial septal defect balloon sized to 26 mm. The evening of the procedure an echocardiogram showed a residual shunt that was not seen following device implant. The physician removed the device in a transcatheter procedure. The defect was not closed and the patient will likely be sent to surgery.